Event description:
Per mermaid medical complaint ((B)(4)). Nature of complaint: the pincet at the hub is broken, during use.

Manufacturer narrative:
The picture attached indicates that a force was exerted onto the hub on the tweezer before it was fully seated. This force can easily bend and ultimately break the thin wall cannula. Additional instructions were sent to mermaid to show the proper use of the product, and how this could have happened due to misuse. Instructions are attached as well. Product was not returned to ranfac based on the pictures being enough evidence to what happened.